Manufacturer narrative:
A steris technician arrived onsite following the reported event to inspect, the cmax surgical table and could not duplicate the reported event. The surgical table was operating according to specifications. No repairs were required, and the table was returned to service. The technician spoke with user facility personnel, who informed the technician that the patient subject of the reported event was in a tilted table position when the event occurred. The patient was strapped onto the table with one restraint strap. The technician learned that the patient on the table had begun to shift. The employee's applied force to the patient to attempt to keep the patient on the table. The force applied by the employees to the patient caused the cmax surgical table to move, and the reported event to occur. The surgical table was installed in 2009 and is not under steris service agreement for maintenance activities. The user facility's biomed department is responsible for all maintenance activities. While onsite, the technician counseled user facility personnel on the proper use and operation of the cmax surgical table. No additional issues have been reported.

Event description:
The user facility reported that during a patient procedure, their cmax surgical table had moved across the floor without being commanded to do so causing a minor injury to the patient. No medical treatment was sought or administered. The procedure was completed successfully.